Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient has a blood glucose over 500 mg/dl with large ketones, nausea, polyuria, and polydispia. The patient required no unusual treatment. During troubleshooting , customer support found that loss of prime occurred multiple times in a 30 day period, with at least 3 separate cartridges from 2 separate boxes where training misuse was not identified. This complaint is being reported as issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm, and the patient has hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 4/28/2017, device evaluation: the device has been returned and evaluated by product analysis on 4/3/2017 with the following findings: no defect was found. Review of the black box shows no valid loss of prime events. On (B)(6) 2017 at 08:35 a loss of prime related to a routine cartridge change was observed; deliveries resumed at 08:41. On (B)(6) 2017 at 19:02 a loss of prime related to pump not primed after rewind was observed; deliveries resumed at 19:08. An ezprime & 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release